Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that on (B)(6) 2011, a male patient with hemorrhagic diathesis underwent endovascular aneurysm repair (evar) against a fusiform aneurysm in the abdominal aorta using cook¿s zenith devices. Detailed information of the devices are unknown however, the following is the device information reported to cook: main body: tfb-, contralateral leg: tfle- and ipsilateral leg: tfle-. A type 4 endoleak was observed during the confirmatory angiography but since the leak was just a ¿small one¿, the procedure was ended without treating the endoleak. On (B)(6) 2015, a type ib endoleak from the right iliac leg was confirmed. Embolization of the right internal iliac artery as well as additional device placement of another manufacturer's device was performed to correct the endoleak. This report is related to MDR# 1820334-2018-01041.

Manufacturer narrative:
Additional information: event. Evaluation result code: incorrect dimension (4211). Evaluation conclusion code: cause cannot be traced to device (4310). Adverse event related to procedure (4311). Evaluation / investigation: the explanted grafts were returned mixed and cut into pieces. Per the explant protocol, there is a zenith flex aaa endovascular graft bifurcated main body graft (tffb-28-125 or tffb-30-125); a zenith aaa endovascular iliac leg graft (tfle-10-88 or tfle-12-88) and a zenith aaa endovascular iliac leg graft (tfle-24-77). Regarding the zenith flex aaa endovascular graft bifurcated main body graft (tffb-28-125 or tffb-30-125) labeled as cri batch number: 11267-01, the first device was received as three components; component 1 consisting of one body stent, component 2 consisting of two body stents, and component 3 consisting of one body stent, one contralateral stent, and three ipsilateral stents. The suprarenal stent and proximal seal stent were not received. The graft material at the proximal and distal end of component 1 and 2, and the graft material at the proximal end of component 3 appear to have been cut during the explant procedure. Minimal thrombus was observed inside the lumens. A total of two stent factures were observed on component 2; one stent fracture was observed on body stent 1 and one stent fracture was observed on body stent 2. Both fractured stents were still secured to the graft. The appearances of the surfaces of both fractures are suggestive of breaks, rather than cuts during the explant procedure. No corrosion was observed on the cannula joints or stent wires for all test articles. There were no blue suture failures observed. A total of two green suture failures (i.e., break) were observed; one failure on component 1, body stent 1, and one failure on component 3, ipsilateral stent 3. The suture failures did not appear to have affected the integrity of the stent attachment to the graft. Graft cuts and frays were observed on the graft material at the proximal and distal end of component 1 and 2 as well as the graft material at the proximal end of component 3. Due to the shape and appearance of the cuts and frays, they appear likely to have been caused during the explant procedure. The largest suture holes observed on this test article was 0.02 mm2, found on component 2, body stent 2, and component 3, ipsilateral stent 1 and 2. This size is less than the acceptable hole size of 0.2 mm2. Regarding the zenith aaa endovascular iliac leg graft (tfle-10-88 or tfle-12-88) labeled as cri batch number: 11268-01, the second device was received as one component, consisting of one proximal seal stent, four body stents, and one distal seal stent. Minimal thrombus was observed inside the proximal lumen. At the distal end, thrombus was observed that appeared to occlude approximately 85% of the lumen. A deformed stent was observed on body stent 3. Due to the location and the appearance of the deformation, this was likely caused during the explant procedure. No corrosion was observed on the cannula joints or stent wires for all test articles. There were no blue suture failures observed. One abnormal graft material hole was observed on the distal graft edge. The estimated size of the observed hole was 0.07 mm2. It is unclear if the hole was caused during the explant procedure or in-vivo, but the area is smaller than the acceptable hole size of 0.2 mm2. The largest suture holes observed on this test article was 0.02 mm2, was found on body stent 3. This size is less than the acceptable hole size of 0.2 mm2. Regarding the zenith aaa endovascular iliac leg graft (tfle-24-77) labeled as cri batch number: 11268-01, the third device was received in a partially overlapped configuration with a non-cook device. The non-cook device was securely overlapped inside the three body stents and one distal seal stent. The cook device consists of one proximal seal stent, three body stents, and one distal seal stent. Minimal thrombus was observed inside the proximal lumen. At the distal end, thrombus was observed that appeared to occlude approximately 80% of the area between the cook device and the non-cook device. The non-cook device was not examined after separation in this study, but was returned to the manufacturer. A deformed stent was observed on body stent 3. Due to the location and the appearance of the deformation, these two deformed stents were likely caused during the explant procedure. No corrosion was observed on the cannula joints or stent wires for all test articles. There were no blue suture failures observed. The largest suture holes observed on this test article was 0.02 mm2, was found on body stent 2. This size is less than the acceptable hole size of 0.2 mm2. Focusing on the type 4 endoleak, there is no evidence of fabric porosity. As previously stated in the clinical assessment dated on (B)(6) 2018, it is not uncommon for a type IV endoleak following implantation and often, it resolves following cessation of anticoagulation therapy. In this case, the endoleak was not treated and is never mentioned in subsequent imaging. It should also be noted the patient was diagnosed with hemorrhagic diathesis as well as a low platelet count that could have contributed to the alleged type IV endoleak. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. A review of the device history records could not be performed due to insufficient lot information. A male patient with hemorrhagic diathesis underwent evar using cook¿s zenith devices. The devices were reported as a main body tfb, contralateral leg tfle and ipsilateral leg tfle against a fusiform aneurysm in the abdominal aorta on (B)(6) 2011. Expansion of the aneurysm with no sign of endoleak observed on (B)(6) 2018. This event and investigation results are reported in related MFR. Report#: 1820334-2018-01041. The patient underwent surgical replacement of the abdominal aorta to a synthetic vascular graft on (B)(6) 2018. The zenith main body and leg grafts were explanted. However, since the main body had a suprarenal stent, it was explanted with its proximal part, positioned below the renal artery, remaining in the body. After the replacement, the condition of the patient was stable. On (B)(6) 2018, the condition of the patient changed suddenly around midnight. Decrease of blood pressure was recognized. Before the physician could grasp the precise condition of the patient, the patient died on the morning on (B)(6) 2018. No autopsy was performed. The reason of death is shock due to the decrease of blood pressure. The physician noted that the cause of the decrease of blood pressure is unknown. However, it is possible that patient's hemorrhagic diathesis or the fact that the patient had low platelet count can be one reason. Imaging taken on (B)(6) 2011 was provided to cook. Other than aneurysm in abdominal aorta and the common iliac artery, hemorrhagic diathesis was only observed on the patient. A detailed time line from the initial evar to the patient's death will not be provided by the reporting facility. Clinical records cannot be provided to cook due to the hospital's compliance to regulations. Facility reports that no part of the initial evar was performed off-label. No autopsy was performed and the official cause of death as documented by the hospital is, "hemorrhagic shock." Implantation angiography and photography of the explanted endograft components were provided for review. The image reviewer reported that the aaa measured 77mm from right to left. The neck was angulated to the right 61 degrees. It was barrel shaped with proximal and distal lumen diameters of approximately 15mm and a central lumen diameter of 19mm. A proximal seal zone spanning the entire length of the sealing stent was achieved. The right iia was coil embolized just proximal to the anterior and posterior division origins. No branches proximal to the coils were observed. The main body was either a tffb-28-125 or a tffb-30-125. The left and contralateral leg was implanted in the dilated left cia. The left cia lumen diameter was 23mm. The five-stent body long left leg must have been a tfle-24-77 (measured to be a tfle-24-71 from explanted devices). After molding balloon angioplasty, the sealing stent was expanded to 22mm. The right iliac leg was extended into the right external iliac artery (eia). The distal two stent bodies appeared significantly constrained. Within an aneurysmal right cia, the exposed stent bodies measured 12mm diameter. The leg was six stent bodies long. Therefore, the leg was likely a tfle-10-88 or tfle-12-88 (measured to be a tfle-12-88 from explanted devices). The final provided image demonstrates micro-catheterization of the right iia around the tfle sealing stent. Subsequent but un-provided imaging is likely. The reviewer concluded that the type IV endoleak was not confirmed. A provoked, transient endoleak during the completion angiogram from unknown and/or multiple sources is confirmed; however, persistent contrast in the proximal embolized right internal iliac artery (iia) indicates that without a contrast injection, no endoleak was present. Had an endoleak been present, the leak would have gradually washed away the trapped contrast. The returned devices were sent for explant testing at cook research incorporated. The purpose of this study was to examine the test articles using gross, microscopic, radiographic, fluoroscopic, scanning electron microscopic (sem), and/or tissue analysis techniques, as necessary. Three devices were received, as five components. The main body (tfb/tffb-28-125 or tfb/tffb-30-125) graft, was received as three components; component 1 consisting of one body stent, component 2 consisting of two body stents, and component 3 consisting of one body stent, one contralateral stent, and three ipsilateral stents. The suprarenal stent and proximal seal stent were not received. The graft material at the proximal and distal end of component 1 and 2, and the graft material at the proximal end of component 3 appear to have been cut during the explant procedure. The ipsilateral tfle-12-88 graft was received as one component, consisting of one proximal seal stent, four body stents, and one distal seal stent. The contralateral tfle-24-71 graft was received in a partially overlapped configuration with a non-cook device. The non-cook device was securely overlapped inside the tfle-24-71 graft's three body stents and one distal seal stent. The tfle-24-71 consisted of one proximal seal stent, three body stents, and one distal seal stent. The suture integrity of the grafts was inspected. There were no blue suture failures observed. A total of two green suture failures (i.e., break) were observed on the main body tfb/tffb graft; one failure on component 1, body stent 1, and one failure on component 3, ipsilateral stent 3. The suture failures did not appear to have affected the integrity of the stent attachment to the graft. The graft integrity of the returned devices was tested. One abnormal graft material hole was observed on the ipsilateral tfle, distal graft edge. The estimated size of the observed hole was 0.07 mm2. It is unclear if the hole was caused during the explant procedure or in-vivo, but the area is smaller than the acceptable hole size of 0.2 mm2. Graft cuts and frays were observed on the graft material at the proximal and distal end of the main body tfb/tffb, component 1 and 2 and the graft material at the proximal end of component 3. Due to the shape and appearance of the cuts and frays, they appear likely to have been caused during the explant procedure. The suture holes of the returned grafts were also measured for evidence of elongation. The largest suture holes observed on the test articles were 0.02 mm2. This size is less than the acceptable hole size of 0.2 mm2. From inspection of the returned devices and review of imaging provided, the right leg graft was a tfle-12-88 and the left leg graft was a tfle-24-71. The main body device was most likely a tffb-28/30-125 rather than a tfb, but could not exactly be determined without the suprarenal, seal and first body stents. There was a total of 5 main body stents between the seal stent and flow divider, indicating a 117mm long tfb or a 125mm long tffb. After review of product records, all 117mm long tfb grafts were obsolete since 2008. For this investigation, there is enough evidence to conclude that the main body graft was a tffb-28/30-125. The endoleak confirmed in the image review is most likely representative of a type 3b endoleak on either the main body tffb or ipsilateral tfle. The image reviewer reported that a provoked, transient endoleak during the completion angiogram from unknown and/or multiple sources was confirmed; however, persistent contrast in the proximal embolized right internal iliac artery (iia) indicates that without a contrast injection, no endoleak was present. Had an endoleak been present, the leak would have gradually washed away the trapped contrast. This endoleak was not treated or reported in subsequent follow-up imaging after implantation. Type 3b endoleaks that resolve in time are commonly due to anticoagulation use during the procedure. Since the patient was likely on anticoagulants during the procedure, the resulting thinned-blood can leak through suture holes in the graft. These endoleaks typically resolve post procedure when the patient is taken off the medication. This patient had a pre-existing condition of hemorrhagic diathesis, indicating an increased susceptibility to bleed from hypocoagulability. This likely contributed to this event. A type 3 endoleak is confirmed based on image review findings. There is no evidence to suggest that the device was manufactured out of specifications from the returned devices and imaging provided. Type 3b endoleaks that resolve in time are commonly due to anticoagulation use during the procedure. The resulting thinned blood from the patient's pre-existing condition of hemorrhagic diathesis also increased the susceptibility of a type 3 endoleak through the graft suture holes. Therefore, the investigation conclusion for this complaint is the cause cannot be traced to the device - adverse event is related to the procedure. This endoleak was likely caused by anticoagulation use and pre-existing patient condition. Persistent contrast in the proximal embolized right internal iliac artery (iia) indicated that without a contrast injection, no endoleak was present. Only implantation angiography was provided, therefore the delayed right type 1b endoleak could not be confirmed in the attached image review. Embolization of the right iia observed on image review and extension of the tfle-12-88 into an aneurysmal right cia indicated that the embolization of the right iia was not performed to treat the reported type 1b endoleak. With the implantation of the gore excluder graft within the left tfle-24-71, it is feasible to suggest that the reported endoleak was on the left side. This complaint was updated so the complaint device is now the left tfle-24-71. Significant findings from explant testing indicated thrombus formation within the distal end of the right tfle and between the flared portion of the left tfle and gore device. Thrombus formation within the right tfle was not reported in the timeline of events provided for this complaint, therefore the patient likely did not experience any adverse effects from thrombus occlusion. There is no evidence that this contributed to the type 1b endoleak. The thrombus formation between the left tfle flaring stent and gore excluder device was not a device issue and there is no evidence to suggest that the patient experienced any adverse effects. The thrombosis formation in this section was likely a result of stagnant blood between the larger flared diameter of the tfle and excluder after implantation. Testing on the explanted devices gave no evidence of a device failure that could have contributed to this event. The endoleak was confirmed on 02jun2015 and there were no further reported complications indicating it was resolved from the additional stent placement. There is no evidence that this event contributed to the patient's death on (B)(6)2018. Without imaging of the type 1b endoleak, a definitive root cause cannot be determined; however, image review findings from implantation angiography reported that a left type 1b endoleak was likely due to the implantation of the left tfle-24-71 in a seal zone too large for the 24mm seal zone diameter. The IFU sizing guide for the tfle-24-71 device indicates that the intended iliac vessel diameter for the 24mm tfle is 20mm. The image reviewer reported that the left cia lumen diameter was 23mm, therefore the distal seal zone diameter was too large for the tfle-24-71. Per the IFU, appropriate oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. Imaging from implantation could not confirm this event but did indicate that the type 1b endoleak was actually on the left side. Testing on the explanted devices did not give any indication that device failure contributed to this event. The implantation of the tfle-24-71 within a seal zone larger than the intended seal zone diameter most likely caused this event. Therefore, the investigation conclusion is the cause is traced to the user - failure to follow instructions. The graft was undersized according to the IFU sizing guide and increased the risk of type 1b endoleak formation. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
During the investigation, the image review stated that, "a provoked endoleak was observed at the end of the right tffb gate and around the right tfle on completion angiography. Persistent static contrast in the internal iliac artery proximal to the right internal iliac artery coil nest indicated that no endoleak through or around the graft was present, other than during the injection. The type 4 (3b) endoleak concerning the right leg device was reported as a tfle. Review of the imaging provided and returned devices note the device is most likely a tfle-12-88-japan. During the investigation, the explant report stated that the mainbody had stent fractures. The appearance of the surfaces of both fractures were suggestive of breaks rather than cuts from the explant procedure. The mainbody was reported as a tfb, however after review of the imaging provided and returned devices it was most likely a tffb-28-125 or tffb-30-125.